Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the patient was not eating and was dehydrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in january 2011. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2058 alarm (pumping under temperature) occurred on the homechoice (hc) device during the dwell, while the patient was connected. The technical service representative (tsr) explained the alarm and instructed the patient to cycle the power to clear it. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.